Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 127 mg/dl at the time of the incident. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with currents in specification. The insulin pump passed self-test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No other alarms noted. The insulin pump had minor scratched lcd window, cracked near display window corners, cracked battery tube threads, cracked broken belt clip slot and cracked reservoir tube lip.